Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. The device would not inflate due fluid loss and the reservoir was empty. The ipp was explanted and replaced. There were no patient complications reported.